Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. Bends were present along the pusher assembly. The pull wire was within the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned ruby coil confirmed a detached embolization coil. If the ruby coil is retracted against resistance, the pusher assembly may elongate past the reach of the pull wire. If this occurs, the proximal constraint sphere may release from the pusher assembly ddt and detach the embolization coil. The lantern identified in the reported complaint was not returned for evaluation and the reported complaint did not mention any resistance; therefore, the root cause of the unintentional detachment could not be determined. Further evaluation revealed bends along the pusher assembly. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery using a ruby coil. During the procedure, while attempting to advance the ruby coil through a lantern delivery microcatheter (lantern), no resistance was experienced; however, the ruby coil unintentionally detached from its pusher assembly. Therefore, the physician attached a syringe to the back of the lantern to create negative pressure on the lantern, and pulled the lantern and the detached ruby coil together. The procedure was ended at this point and no other coils were placed. There was no noted damage to the lantern after removal. Additionally, there was no report of an adverse effect to the patient.